Manufacturer narrative:
Evaluation results: the device was received with brown corrosion observed on the magnet plate. The moisture indicator label revealed that the unit was exposed to moisture or was immersed in liquid. Evaluation found the unit did not sound when voice & tone and voice only modes were selected due to a faulty cob1 (voice chip). A device history record (DHR) of the affected serial number did not reveal any issues that could have contributed to the reported incident. No ncrs were identified. The unit passed all verification testing and met manufacturing specifications prior to being released for distribution. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
The customer contacted us via e-mail. Customer states that the alarm does not sound when it should. The date the issue was discovered is unknown, and no incident or serious injury was reported.